Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that crosstalk was noted on the implantable cardioverter defibrillator (ICD). The physician explanted the ICD. The patient condition was unknown.

Event description:
New information received noted that the crosstalk resulted in pacing inhibition. The ICD was replaced. The patient was stable and discharged after the procedure.